Event description:
The customer reported a full, black screen. Troubleshooting was performed, but the problem was not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and a constant tone due to a faulty mother board.